Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: on which firing did this occur? This information was n/a. On this firing, did the device cut? The staple line locked, not firing. On this firing, if the device cut, was the cut line complete? Reload did not fire.

Event description:
It was reported that during a rectosigmoidectomy procedure, the device load did not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.